Event description:
It was reported that patient underwent an initial hip arthroplasty of (B)(6) 2015. During the procedure, the acetabular liner was opened and appeared to have extra poly material on the rim. A second liner was used to complete the procedure without significant delay. There was no injury to the patient as a result.

Event description:
It was reported that patient underwent an initial hip arthroplasty on (B)(6) 2015. During the procedure, the acetabular liner was opened and appeared to have extra poly material on the rim. A second liner was used to complete the procedure without significant delay. There was no injury to the patient as a result.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. Further investigation has been initiated to address the reported issue.